Event description:
Complainant alleged that while attempting to defibrillate a patient (age: (B)(6) & gender: female), the device inappropriately shut down. The clinician replaced the device to continue to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the surepower battery. The battery was unable to power up the device and was unable to charge. The device was recertified and returned to the customer with a replacement battery. Analysis for reports of this type has not identified an increase in trend.